Event description:
Surgeon was using a 3 fr edwards embolectomy catheter during an aorta bifem. The catheter balloon burst while he was attempting to remove clots from the patient's artery. This has been an ongoing problem with this item from this company, according to the or staff. Manufacturer has been notified with past events as well as this event. Another catheter had to be used to de-clot. There was a delay while another catheter was obtained for use, but ultimately no patient harm. Staff do not know why this is occurring. Staff/physicians using the device are trained and experienced in using it. Staff report device is being used according to the instructions for use.======================manufacturer response for embolectomy catheter, size 3 french 80 cm length embolectomy catheter (per site reporter).======================no response yet.